Event description:
It was reported that customer was hospitalized for a blood glucose level of 30 mg/dl. Customer's blood glucose value at the time of admission was 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.